Manufacturer narrative:
The fsr replaced the occluder head and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the occluder head was not clamping down all the way. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the occluder head to lab use only (luo) testing equipment. The occluder was set up and calibrated with 3/8-inch tubing installed. Water was added to the tubing and when the occluder was fully closed it was slowly allowing water drops to pass through. The whole system was shut down, restarted and calibrated again. The same test was run and this time there was no water that passed through, and the issue was not repeatable.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. Preventative maintenance and verification testing was completed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.